Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report lost sensor alarms. The customer also reported that she was treated by the paramedics due to low blood glucose levels. The customer stated that she flat lined. The customer declined troubleshooting. Nothing further was reported.